Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were malfunctioned. A field service engineer removed the back panel and inspected the leds on the controller boards. After powering down the station, disconnected the bus cable, removed the back of the drawer, and disconnected the row board cable. Once the controller board reset, reconnected the row board cable, closed the drawer, and reconnected the bus cable. Powered the station back up and had the customer recover the storage spaces. The customer reseated the cubie pockets and reloaded the medicine into the failed cubie pocket. The customer tested the system and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, there was cubies malfunction. They were able to recover only two among four in the same row. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, there was cubies malfunction. They were able to recover only two among four in the same row. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.